Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for call was pt mentioned they had their spinal cord stimulator(scs) for about 7 years, but the scs had only been charged and worked for about 2 years out of the 7 years. Pt said the ins "quit charging" and would not take a charge. Pt said they could not make a connection between the recharger and the ins. Pt said they had called before with this issue. Pt said the current ins "sinks in" and would not charge. Pt said they were referred to a healthcare provider (hcp). Pt did not have an hcp now. The patient was redirected to their healthcare provider to further address the issue. Pt said their bone and joint specialist said the pt may need an MRI to determine if rotary cuff is torn again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The issue has not been resolved and won¿t be until a revision is scheduled and there is no immediate plan as of today for a revision.

Event description:
The cause of the patient¿s difficulty recharging has not been determined. There is no immediate plan to resolve the issue. The rep offered to do a trickle charge but the patient is resistant to trying this because of her difficulty maintaining a consistent connection with her recharger. She¿s trying to get established with a new pain physician to discuss options. This issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had problems with their ins intermittently charging since it was implanted. Sometimes it would charge and sometimes it wouldn't. Then it quit charging altogether and they haven't been able to charge it in about 2 years. A representative reported that the patient's ins was overdischarged due to patient compliance. The patient's ins was always hard to charge because they could never get good communication with their recharger. The patient was told that their ins could be trickle charged, but because it was difficult to charge their implant prior to it going into overdischarge, they were opposed to the idea. It was then suggested that the only other option was a new battery, but that would be a discussion they would need to have with their new pain management physician. The patient was going to pursue this option.